Manufacturer narrative:
The customer reported being unable to see the gz transmitters on this central nurse's station (cns). Technical support (ts) asked the customer to check the monitor settings, and he said all tabs were grayed out. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The customer reported being unable to see the gz transmitters on this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported being unable to see the gz transmitters on this central nurse's station (cns). Technical support (ts) asked the customer to check the monitor settings, and he said all tabs were grayed out. There was no patient injury reported. Investigation summary: the customer reported that the reported issue was resolved. A definitive root cause could not be determined. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported being unable to see the gz transmitters on this central nurse's station (cns). There was no patient injury reported.